Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a gas bubble was created during laser assisted cataract surgery. The bubble fell behind the cataract during hydrodissection causing the capsular bag to blow out. No lens was inserted in the eye and the patient was referred to a retinal surgeon. The retinal surgeon stated the patient had retinal bleeding unrelated to the capsular bag blow out. The capsular bag was sealed due to the retinal issues.

Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).